Event description:
Consumer reports that brush head broke off in her child's mouth while brushing. This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
(B)(4).